Event description:
The report indicated that after a trans-catheter heart valve implantation, the patient died. As noted in the report 'according to physician, a pulmonary perforation should (could) have occurred during the placement of swan ganz catheter'.

Manufacturer narrative:
The swan-ganz catheter was not returned for analysis and no malfunction of the catheter was reported. The exact cause of the patient's death could not be confirmed; however, the instructions for use do list pulmonary artery perforation as a potential complication associated with the use of swan-ganz catheters. No actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.